Event description:
The affiliate reported that the product was used on a child and because their rates for infections has increased, the neuro unit decided to inject antibiotics ( a mixture of gentamicin and vancomycin) into the valve using a 25 gauge needle. This mixture was injected directly into the valve and not the reservoir and the valve leaked. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that there was a hole in the silicone housing near the proximal connector. As mentioned in the event description, the surgeon injected antibiotics into the valve using a 25 gauge needle. This type of valve is not adapted for injections, as it does not have a needle chamber. As noted in IFU silicone has a low tear and cut resistance. Both the sterilization records and the lot history records were reviewed and confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.